Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. One sealed repres entative device was received that was representative of the complaint lot. The visual inspection of the sample noted one needle and one suture. The suture was returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. A tactile and microscopic inspection of the suture was performed with no abnormalities. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The breathable pouch and foil pouch were inspected with light assisted microscopy with no abnormalities. Opened samples functional testing on the opened complaint device was precluded as the loop was returned opened. Representative samples the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The suture was fed through the loop at the end of the suture in and pulled until a small loop was formed. The suture ends were loaded onto an instron machine by looping the newly formed loop around a mounting pin attached to manual grips and clamping one end with cord yarn grip. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke or the loop failed. The breaking point load force was measured and were found to meet minimum mean and minimum individual specifications. It was reported that loop was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the suture had an issue where the knot at the end of the thread was untied. There was no patient involved.